Event description:
A (B)(6) male pt contacted zoll customer support to report a battery pack fault when his battery was placed in his charger. The pt was issued a replacement battery pack and battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. The reported problem (battery fault) has been confirmed. Upon eval, the battery would not charge when put into the charger. Liquid contamination was found inside the battery pack. The root cause of the contamination cannot positively identified, but was likely a result of liquid ingress. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. Upon eval, the battery would not charge when put into the charger and would not power on a monitor. Liquid contamination was found inside the battery pack. The contamination caused the pca board to corrode. The root cause of the contamination cannot be positively identified, but was likely a result of liquid ingress. No adverse event resulted from the defective battery pack or battery charger. The pt received a replacement battery pack and battery charger.